Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a broken plastic proximal clevis. The broken piece was not missing as a result of the damage. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was also found to have a broken main tube. A piece measuring approximately 0.164" x 0.275" was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. Signs of corrosion/contamination were also found on the instrument bearings. Pitch/grip input disk bearings exhibited orange discoloration. Bearings found at the proximal end of the main tube exhibits orange discoloration. Improper cleaning during reprocessing is most commonly the cause of this failure. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook clevis was broken off of the shaft and the clevis was cracked. The procedure was completed using a backup permanent cautery hook with no reported injury.